Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the pump was replaced on (B)(6) 2016. The patient reported the first alarm was heard on monday, (B)(6) 2016 but was experiencing symptoms the following day. The patient reported sweats and chilling, goosebumps, eyes watering, and pain increase. During the replacement, the physician was not able to get good cerebrospinal fluid (csf) flow so they replaced the spinal segment of the catheter and then decreased the daily dose to 4 mg/day.

Manufacturer narrative:
The previously applied (B)(4) regarding the pump is no longer applicable and has been replaced with (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Only the pump was returned to the manufacturer. Analysis of the pump on (B)(6) 2017, revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; the stall was due to the shaft-bearing. Regarding analysis, there were multiple motor stalls and recoveries seen in the logs. During destructive analysis the technician found significant residue and shaft wear on the upper shaft of gear 2. In addition, some residue was found on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative and from a consumer regarding a patient who was receiving hydromorphone [20 mg/ml] at a dose of 7.010 mg/day and baclofen [20 mcg/ml] at a dose of 7.010 mcg/day via an implantable pump for pancreatitis and non-malignant pain. It was noted that baclofen was the secondary drug in the pump. It was reported on (B)(6) 2016 that the patient had a motor stall on (B)(6) 2016 at 10:34 am but then it recovered, and stalled again at 1:04 pm and continued to beep every 10 minutes. The consumer reported that the pump started critically alarming on (B)(6) 2016 and that the patient was told the motor was stalling as the patient had the pump checked (B)(6) 2016 afternoon. On (B)(6) 2016 the patient felt as if he was going into withdrawal and it was stated that he was starting to get sick and was feeling the lack of baclofen. The issue being reported including the signs or symptoms the patient was experiencing related to the issue was reported as withdrawal and pump alarm. It was reported that the patient stated that the baclofen withdrawal was very noticeable. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. Diagnostics/troubleshooting was performed as the logs were read by the hcp, and the hpc removed the medications from the pump and refilled, rephrased and gave a bolus but the pump was still beeping and the motor kept stalling when the hcp tried a bolus. The patient was referred to implanting neurosurgeon and had an appointment on (B)(6) 2016 at noon with replacement tentative for (B)(6) 2016 as interventions/actions taken to resolve the issue. The patient was prescribed oral medication but was not prescribed oral baclofen and was concerned about withdrawal from baclofen, per the consumer. Surgical intervention had not occurred but was planned and not scheduled. It was indicated that at the time of the report the issue was not resolved but the patient status was ¿alive ¿ no injury.¿ it was noted that the patient used to have morphine in the pump a while ago and inquired if the dose of hydromorphone was high. The patient was redirected to an hcp to discuss medical questions and concerns.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.